Event description:
It was reported that the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found an extended helix clogged with blood and tissue. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.